Event description:
A report was received stating that the tracheotomy tube cuff was found leaking after three hours in use. No permanent adverse effects to pt were reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up report detailing the results of the eval.